Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use it is possible that a coagulation of blood and/or contrast on the guidewire resulted in the reported difficult to advance; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance cannot be determined. Manipulation of the compromised device likely resulted in the noted bunched tip jacket material contributing to the reported difficult to advance and ultimately resulted in the reported tip separation/noted tip, tip lumen and tip jacket separations; thus, resulting in the reported difficult to remove. The noted kinked outer sheath likely occurred due to handling during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent, to the filed report it was noted that the supera did partially deploy outside the anatomy when the tip separated from the supera delivery system. No additional information was provided.

Event description:
It was reported that when attempting to advance the supera self-expanding stent system over a .018 non-abbott guide wire that was already placed in the anatomy resistance was felt before entering the patient's anatomy. Therefore, the supera was removed and flushed again. The supera was re-advanced on the guide wire but resistance was felt and during removal of the supera resistance was felt with the guide wire and the tip of the supera separated outside the patient. A new supera was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.